Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise, short interval counts (sic) and a slight rise in threshold. Isometric testing was negative. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).